Event description:
Distal end of tube/shaft bent, unable to be installed into obturator because instrument is distorted. Instrument never used/did not reach patient. (This instrument was part of vendor product alert).